Event description:
The customer stated, he was hospitalized one year ago while using the insulin pump. The date of the hospitalization was not provided. The customer only remembered that he was taken by ambulance to the hospital and he had no further details.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.